Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 550cc mentor memorygel breast implant experienced bilateral migration and right sided silent rupture post procedure. The right sided silent rupture was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant breast implants r) catalog: 3505501bc lot: 7383019 sn: (B)(4) l) catalog: 3505501bc lot: 6496964 sn: (B)(4) on (B)(6) 2019. This report is for the left sided device.